Manufacturer narrative:
Sample is not available for evaluation, therefore the reported condition of no flow could not be confirmed and an assignable cause could not be determined. The lot number is not known; therefore a batch review cannot be performed. The product code and lot number are not known, therefore the 510k cannot be provided. (B)(4)

Event description:
Baxter sales representative called on the customer's behalf to report a no flow issue. The upper port seemed to be occluded on this set. The reported condition occurred during patient use. No patient injury or medical intervention occurred. No additional information is available.